Event description:
It was reported that the elective replacement indicator did not trigger even though the battery voltage was below the recommended replacement time. It was also reported that the physician inquired if the battery longevity was appropriate at the programmed settings. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction.(B)(4).

Manufacturer narrative:
Event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the device was pre-approaching elective replacement indicator.